Event description:
Monitor of ino max ds was not analyzing gas. We could not tell if nitric oxide was being delivered. It turned out the water trap was full, so we emptied it. The monitor began to work. Our issue is that monitor failure is considered to be a "low priority" alarm which gives only 1 beep every 40 seconds. This can be drowned out by the noise of a busy ICU.